Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 355 mg/dl. The customer stated that she changed the infusion set several times due to no delivery alarms, but her blood glucose levels remained high. The customer asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time